Event description:
A (B)(6) with congenital abnormality was implanted with an acticon device on (B)(6) 2005. On (B)(6) 2008, the cuff was revised. On (B)(6) 2010, the entire device was removed and replaced due to fluid loss.

Manufacturer narrative:
Additional catalog #: 72402106; 72401976. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Ams has requested the return of the explanted device. Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.